Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing itchiness on her back, under her breasts and other parts of her body. There were also bumps reported. There was no alleged device malfunction contributing to the irritation. Patient was told to remove the device by a physician. The patient's daughter reported that she was giving patient benadryl. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.